Event description:
It was reported that during a ptca/stenting procedure of a calcified lesion, the maverick2 monorail 20x3.0 mm balloon ruptured at unk atms. ( the number of inflations performed is unk.) The maverick2 monorail catheter was removed and replaced with another balloon catheter to complete the procedure. A neo's soft guide wire (size unk), a 6f radifocus guide catheter, a driver stent and a everest inflation device were also used in this case. No pt injuries or complications were reported.